Manufacturer narrative:
Batch review performed on 18-apr-2023. Lot 1909169: (B)(4) items manufactured and released on 19-feb-2020. Expiration date: 2025-02-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional components involved: stem: masterloc 01.39.210 cementless ti coated lat stem size 10 (k151531) lot. 166787d: (B)(4) items manufactured and released on 09-oct-2020. Expiration date: 2025-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no other similar reported cases during the period of review. Liner: versafitcup dm 01.26.2862mhc double mobility hc liner ø 62/28 (k092265) lot. 2103104: (B)(4) items manufactured and released on 09-jun-2021. Expiration date: 2026-05-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review. Ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot. 1909747: (B)(4) items manufactured and released on 09-mar-2020. Expiration date: 2025-02-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review.

Event description:
At about 1 year and 5 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and removed all components and implanted permanent hardware. The surgery was completed successfully.